Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from customer. Correction is being made to UDI. This supplemental report is being submitted to provide this information. The intended procedure was competed without delay with another similar device (model number not known). The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is probable that the video connector was hit by the user's handling, resulting in a crack. This would result in poor contact, so that it was not possible to communicate with the video processor and the camera head, and images cannot be displayed.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. Additionally, the ccd housing is loose and the video connector cracked.

Event description:
As reported for this event, during preparation for use the device did not work when plugged in. There was no image. There is no patient involvement and no harm reported to any patient.